Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject flow diverter developed in-stent thrombosis during the procedure, which was treated using another stent (atlas) and medication (aggrastat). The patient outcome was recovered/resolved. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported patient vessel thrombosis as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that the subject flow diverter developed in-stent thrombosis during the procedure, which was treated using another stent and medication. The thrombotic event is related to the study procedure and subject device. The event resolved and patient recovered. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject flow diverter developed in-stent thrombosis during the procedure, which was treated using another stent (atlas) and medication (aggrastat). Additional information received on 18-may-2021 reported that the patient had a generalized headache post procedure, on the same day of the procedure. The headache was treated with medication (acetaminophen 650mg) and the patient outcome was recovered/resolved. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported patient vessel thrombosis and patient headache non- serious as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that the subject flow diverter developed in-stent thrombosis during the procedure, which was treated using another stent and medication. The thrombotic event is related to the study procedure and subject device. The event resolved and patient recovered. No other information is available. Additional information received on 18-may-2021 reported that the patient had a generalized headache post procedure, on the same day of the procedure. Headache was classified as generalized, non serious and was treated with oral medication (acetaminophen 650mg) once daily and it resolved. The headache was possibly related to the subject flow diverter and no diagnostic imaging was performed as a result of the headache. No other information is available.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the subject flow diverter developed in-stent thrombosis during the procedure, which was treated using another stent and medication. The thrombotic event is related to the study procedure and subject device. The event resolved and patient recovered. No other information is available.